Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient underwent a hip revision approximately one year post-implantation due to pain and grinding noise. It was found there was a friction issue with the ceramic insert.

Manufacturer narrative:
The products have not been returned to biomet (B)(4) ltd for evaluation, therefore, a thorough investigation has not been possible. A review of the manufacturing history records confirms no abnormalities or deviations reported. The products compatibility check has revealed that the implanted femoral head was an incorrect size. The label attached to the exceed abt ceramic insert states that a forte or delta heads size 32 mm should be used with this liner. Delta ceramic femoral head size 28 mm was used in the initial procedure. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. The cause of the reported event was due to improper product selection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.